Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline vantage. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the middle cerebral artery (mca) m2 bifurcation aneurysm with a max diameter of 3mm and a 3mm neck diameter. The landing zone was 3mm distally and 2.8mm proximally. The access vessel was the femoral artery. It was noted the patient's blood vessel tortuosity was moderate. And the angiographic result post procedure showed blood stasis within the aneurysm. It was reported that the procedure was planned as aneurysm embolization assisted by a flow-diverting stent. After the stent delivery microcatheter was positioned, the stent was advanced to the target location and deployed in situ. After the tip end of the stent was opened and deployment was continued, the stent failed to anchor. The tip end of the stent herniated into the aneurysm sac, and the procedure could not be continued. The stent and the phenom 21 microcatheter were subsequently withdrawn. The procedure was then completed using a conventional stent in combination with coil embolization. Dual antiplatelet therapy (dapt) was administered. The catheter was flushed and all devices were prepared as indicated in the IFU. The pipeline was used for an indication that¿s was not approved of label, which was at the middle cerebral artery. Ancillary devices include a sofia 6f 115 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.